Event description:
It was reported that the patient presented with pain approximately 2 weeks post operatively. Cultures taken showed positive for staph bacteria. The implant was removed and replaced and the wound was cleaned. No further patient information is available and no additional adverse consequences were reported from this event. This device is used for treatment.

Manufacturer narrative:
Device history review revealed no issues with the sterilization of this lot. This is the first complaint of this nature for this part/lot combination. Based on previous evaluations, staph infections are usually hospital acquired due to cross-contamination. This device is supplied sterile. The complainant's event is not considered a product related issue.